Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. It was observed that the first staple was pointed toward the proximal end of the stapler. The stapler was returned with 26 staples remaining in the cover block, indicating that at least 9 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple would fire. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool of the returned sample. Biological material was discovered under the anvil component. A piece of teflon was observed in the cover block. The manufacturing site was consulted. It was reported that this material was unrelated to the jamming issue. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely mis aligned. It was observed that the first staple was pointed toward the proximal end of the stapler. Upon functional inspection, the misalignment of the staples prevented the remaining staples from consistently firing correctly. The root cause of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The material number has changed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.